Event description:
It was reported that while exchanging this guidewire for a rotational atherectomy wire, it was difficult to move through the ptca catheter. The wire was manipulated against this resistance and resulted in an unravellling of the distal end. There has been no injury related to this event. The device is being returned for analysis.